Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles in the infusion set tubing. There was no impact to the customer's blood glucose level. Customer was instructed to prime tubing until air was removed.